Event description:
It was reported that an asymptomatic patient presented for follow up and post-sensed t-wave oversensing was observed. The patient did not receive therapy. The device was reprogrammed. Device remains implanted.